Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the technician attempted to advance a ruby coil against resistance and the pusher wire became bent. The catheter was removed and the coil was discarded. A new ruby coil was used. While removing a second ruby coil from its protective hoop, the pusher wire became bent and was not used. A third ruby coil was removed from inventory and while removing it from its protective hoop, the pusher wire became bent and was not used.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00508 and 00510. Device was disposed of by the hospital.